Event description:
It was reported by service report that the mx-pro had a bent height adjustment rack. It is unknown if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
Height adjustment rack.